Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient had fusion done in (B)(6) 2008 and since then she didn't have to turn on the stimulator and didn't need the therapy but now she is having issues and would rather use the therapy than taking medication. Patient stated she charged the ins in 2009. Patient stated today she went to charge the implant and the patient programmer (pp) will not connect to the implant. Patient services (ps) asked patient to start a charging session and patient is getting the reposition antenna screen. Patient stated she replaced the batteries in the pp and pp will not connect to implant. Ps reviewed information and ins in possible overdischarge state. Patient stated she lives in (B)(6) and does not have a doctor for the implant. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information was received. It was reported the patient's stimulator had not been turned on since 2008 and could not be turned on as the patient was told. The patient was going to have a CT and then would have a plan.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported ins will be removed.